Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient into the hands with 2 ml of juvéderm® voluma® xc. 2 months later, the patient suddenly experienced swelling, tenderness, and redness at the injection site. On the following day, the patient was treated with clindamycin 300 mg and medrol dose pack. A week later, the patient was treated with hylenex®. Two days later, the patient began treatment with doxycycline 100mg, which lasted 2 weeks. The symptoms resolved almost 2 weeks later.